Manufacturer narrative:
The customer has clarified that he cannot confirm the specific dates that the sample in question was run.

Event description:
The customer reported that they received questionable results for an unknown number of patient samples tested for calcium and triglycerides. The customer was asked to provide details on the number of samples affected, but the customer did not know this information. The customer provided an example of one patient that had an erroneous triglyceride result. The sample initially resulted as "around 500" mg/dl and this value was reported outside of the laboratory. The sample was repeated on 09/10/2013 and resulted as 100 mg/dl. The repeat result was believed to be correct. The patient was not adversely affected. The triglycerides reagent lot number was 67606301 with an expiration date of 02/28/2014. The field service representative determined that there was a fluidic failure of sample probe c. He replaced sample probe c. He replaced dosage syringe b and adjusted rotor initialization as a preventive measure. The customer ran quality controls and precision tests; these were within their specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.